Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and shorter lens implanted patient code: (B)(4) significant reduction of irido-corneal angles conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm and with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+2.0/093 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Corrected data: (B)(4).